Manufacturer narrative:
Philips has investigated this complaint. According to the additional information a coronary planned treatment procedure was performed when the issue happened. The procedure was delayed. The procedure was completed by restarting the system. A philips field service engineer (fse) inspected the system onsite and confirmed that system unable to perform fluoroscopy. After reviewing log file, fse found the malfunction is cause for hard disk failure. Fse replaced the hard disk that stored the image of the pc and reinstalled the software, patient data has been deleted. After the replacement of the hard disk, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.